Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient inserted sensor into arm. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2015 and confirmed the reported event of inaccurate bg values.